Event description:
A pocket fill was reported post catheter revision/pump refill. The reason for the catheter revision was not provided. The new drug that was filled into the empty reservoir was programmed at 800 mcg/ml concentration versus the original 3500 mcg/ml of baclofen. The pump was programmed to the minimum rate. The pt's status was reported as being "stable". Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).